Manufacturer narrative:
H3 other text : a quote for service was provided to the customer. The customer did not accept the quote and it expired.

Event description:
It was reported that there were issues with alarms registering at the central station. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that there were issues with alarms registering at the central station. The device was in use on a patient. There was no report of patient or user harm.